Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft (vamf3430c150te) was implanted during the endovascular isolation of 300mm thoracic aortic dissection . It was reported during the index procedure, the physician advanced the delivery system to the target position to begin deployment. The handle was rotated to release two stents, however it was noted the handle was not flexible and became stuck during deployment. After confirming the correct position and preparing for a quick release, it was discovered that the quick release operation could not be performed.   Repeated attempts to perform a quick release were unsuccessful, so the handle was continued to be rotated to slowly until the stent was deployed. The handle was not flexible during the slow release deployment. Angiography showed that the stent had moved 20mm backwards during deployment as it was said when it couldnt be released quickly, the pressure was too great so therefore it moved backwards. The delivery system was removed and a new stent graft was successfully added at the proximal end, completing the procedure. It was confirmed there was no damaged noted to the delivery system or packaging . The deployment steps were followed per IFU. Per the physician the cause of the deployment difficulties is undetermined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the device returned with the external slider in the home position and tip capture release mechanism advanced. No deformation was evident to the handle, slider, tip capture release mechanism or screw gear. No deformation was evident to the graft cover, spindle or peek lumen. The reported deployment/expansion issues could not be confirmed through analysis. Based on analysis completed the final failure mode assigned is no known device problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the device returned with the external slider in the home position and tip capture release mechanism advanced. No deformation was evident to the handle, slider, tip capture release mechanism or screw gear. No deformation was evident to the graft cover, spindle or peek lumen. There was no resistance noted retracting and advancing the graft cover when using the external slider or the release trigger. The external slider was disassembled. No resistance was noted activating the trigger. Longitudinal scratches were visible on the inner slider and a burr was visible on the end of the spring. The reported deployment/expansion issues could not be confirmed through analysis. Based on analysis completed the final failure mode assigned is no known device problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.